Event description:
It was reported that the patient with this pacemaker presented to the hospital with pacing inhibition and high out of range pacing impedances. The system also exhibited loss of capture and high pacing thresholds. A lead conductor fracture is suspected. The device was reprogrammed and a lead revision procedure was scheduled. This pacemaker system remains in service. No adverse patient effects were reported. The physician opted to prophylactically explant this pacemaker. No additional adverse patient effects were reported.